Manufacturer narrative:
The device was returned to nihon kohden and evaluated. The problem reported by the customer was duplicated. The hard drive was replaced. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) freezes when it is on the "all bed" screen .